Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center screen went black. The issue occurred during preparation for a therapeutic lumpectomy procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Added information to b5 for information inadvertently left out of previous report. Correction h6 type of investigation: 10: testing of actual/suspected device was inadvertently selected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for physical evaluation as the black event did not recur. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed without delay or anesthesia using a similar device.